Event description:
The itrack advance catheter outer sheath severed during use, the surgeon completed the case and retrieved the severed part of catheter from schlemm's canal completing case with noted issue of otomy larger than surgeon wanted.